Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr), a prolapsed posterior leaflet, and posterior leaflet flail for a mitraclip procedure. During the procedure, the posterior gripper could not lower for gripper orientation while in the left atrium. The clip was locked and unlocked, but it stayed in the raised position. The clip was removed and replaced to complete the procedure. The mr was reduced to grade <1. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.